Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Customer reported that blood pressure began to decrease during the ablation (with 30w) in lspv ridge. Pericardial effusion was observed by echo. Drainage was performed. The physician commented the cause of the event was unknown. The returned catheter was tested and passed electrical, leakage, temperature, stockert generator, patency flow, cool flow pump and deflection tests. The device history record could not been reviewed since the lot # of this product was not provided. Complaint cannot be confirmed.

Event description:
It was reported that the blood pressure began to decrease during the ablation (with 30w) in lspv ridge. Pericardial effusion was observed by echo. Drainage was performed. The physician commented the cause of the event was unknown.